Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 24 mmol/l. The customer's current blood glucose is 30 mmol/l. The customer experienced symptoms such as nausea and vomiting as a result of high blood glucose level. Troubleshooting was done for high blood glucose. The reservoir will not be returned for analysis.